Event description:
It was reported that the customer's reservoir leaked from the transfer guard when it was being filled. The customer's husband stated that this had happened with four different reservoirs. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The insulin pump was not exposed to moisture damage. The product is not being returned since it was discarded. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).